Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 30 mmol/l with ketone levels of 1.9; cause was due to cartridge leaking insulin. Reportedly, cartridge was wet when removed from pump. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Customer performed a cartridge change to resolve the issue.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.